Event description:
The account alleged the side rail is broken and will not latch. No pt impact.

Manufacturer narrative:
The account stated the side rail was damaged by the staff and the side rail was pulled with force and was broken off the bed. The technician replaced the side rail to resolve the issue.